Manufacturer narrative:
The drive support was inspected and no anomaly was noted. The insulin pump was received with a minor scratched display window, cracked battery tube threads, a broken reservoir tube lip, a missing reservoir tube o-ring, and a detached end cap.

Event description:
The customer's parent reported via phone call that the customer was changing the site at school and the set came apart. Customer stated that now the plunger won't work and insulin cannot go through. Customer's blood glucose was 334 mg/dl at the time of the incident. Caller reported that the drive support cap was loose and was damaged while filling the tubing. Customer reported that the drive support cap was protruded. Customer does not recall pressing the cap while connected. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Caller was also advised that the insulin pump will need to be replaced.